Event description:
A report that the pt's extension was explanted due to high impedances. The physician replaced the extension and the pt is reportedly doing well and receiving adequate stimulation.

Manufacturer narrative:
The explanted extension was discarded and will not be returned to boston scientific for further evaluations. A review of the mfg documentation for the explanted extension revealed no anomalies or deviations potentially related to the reported event occurred during mfg. This is the final report.